Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture shortly after implant. No asystole was reported. A chest x-ray was performed, which looked the same as post-implant. It was determined the rv lead dislodged. Micro-perforation was also suspected. The decision was made to reposition this rv lead. No additional adverse patient effects were reported.